Event description:
The ted12 was used during a laparoscopic hernia repair. The balloon was inserted and after 10 pumps with the insuflation bulb, the balloon burst and deflated. The balloon was lubricated with k-y jelly prior to insertion. There were no instruments used to lift the abdominal wall during insertion. A new ted12 was opened and worked fine to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot ID. Balloon tore iun the midsection.